Manufacturer narrative:
Pt info: unk. (B)(4).

Event description:
The reporter indicated that a 12.1mm vticm512.1 implantable collamer lens with a -6.0/1.0/089 (sphere/cylinder/axis), was implanted as a replacement into the left eye (os) of a patient with pre-existing progressive myopia on (B)(6) 2022. Reportedly, "lens too big. Surgeon preference change." The problem was not resolved. The reporter indicated that the device failed to perform as intended. "Blurry vision" and "vault small" was also reported.

Manufacturer narrative:
B3 - date of event: 20-may-2022 should be added to the initial MDR. B5 - "the lens was explanted on (B)(6) 2022 due to "sulcus too small for 12.1." And blurry vision. The problem was resolved." Should be added to the initial MDR. D6b - explant date: (B)(6) 2022 should be added to the initial MDR. H1 - corrected to: serious injury in the inital MDR. Claim # (B)(4).